Manufacturer narrative:
Explant due to mitral regurgitation and leaflet tear was reported. It was also reported that something that seems to be pannus from the 7 o'clock to 9 o'clock directions and restricted tricuspid valve movement was detected. The investigation found that leaflet 2 was torn. The pannus extends over the commissure between leaflets 1 and 3, contributing to leaflet retraction and incomplete coaptation. In the absence of any calcification at the tear site or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, circumferential pannus formation narrowing the inflow diameter of leaflets. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the leaflet tear could not be conclusively determined.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2018, a 29mm epic valve was implanted in the patient. The annular dimension of the native valve was 29mm. On (B)(6) 2024, the patient was emergently hospitalized due to heart failure symptoms. On (B)(6) 2024, high c-reactive protein (crp) level and severe mitral regurgitation (mr) were confirmed, the epic valve was retrieved. Tear was confirmed from the 12 o'clock to 2 o'clock directions of the epic valve, and there is something that seems to be pannus from the 7 o'clock to 9 o'clock directions and restricted tricuspid valve movement was detected (the leaflets were not able to open normally). A new 25mm non-abbott valve was chosen and implanted successfully. The patient was reported stable and at rehabilitation.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.